Event description:
We had a pt who was having neuro issues, and whose respirations were slowing down to approx a rate of 5-8 intermittently. However the central info center (cic) was reading at about 30-40 above the pt's actual rate. The monitor, because it was giving a false high reading never alarmed for this condition. The monitor at the bedside and the cic both reading resp rate: 44 but the pt was breaking 5/ min. Rn verified this number manually by using a portable co2 monitor, and confirmed resp. To = 5. Pt was being monitored on a b850 s/n# (B)(4), b850 software rev. 2.0.6.2. Also in use was a pt data module (pdm), s/n# (B)(4). The bedside device was reporting to a clinical info center (cic) s/n# (B)(4), software ca: 5.1.1, os: 3.0.1, sv:1.1.1.